Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited system fault code 41627. No adverse effects were reported.

Manufacturer narrative:
Other, other text: b3: the event date is (B)(6) 2020. Evaluation results: one cadd solis vip pump 2120 was returned for investigation in good condition. A review of the event history log evidenced the following: (B)(6) 2020 7:10:35 pm system fault 41,627 occurred 2 1,833 1,727 1. The pump was ran in both user and mu modes. The customer reported product problem (system fault 41627) was not replicated. The user mode tests were found to be normal. No error codes, or other issues were observed. The motor tests passed in mu mode. The event log had a large number of cassette not attached properly, and cassette damaged outputs. When in mu mode the output of the downstream sensor with no cassette was 75 mv. This was very low when compared to the typical values. The pressure test passed at 18 psi. The occlusion tests passed for both upstream and downstream occlusions. No functional fault was found with the device. However due to the large number aforementioned outputs in the event history log, the downstream sensor was replaced as a preventative measure the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.